Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012, due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2012-00686 / 00691).